Event description:
It was reported that during the implant attempt, the lead fixation mechanism was not working properly and the physician could not fix the lead to the heart. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): lead stretched, the proximal conductor was distorted, the inner insulation was kinked/buckled, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was a damaged guidetooth and there was apparent explant damage; the analyst noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly; full lead returned and analyzed.